Event description:
On 27 may 2025, it was reported by an arthrex employee via email that the tip of an ar-16992 capsuleclose scorpion broke inside the hip joint. The broken piece was retrieved with an arthroscopic grasper. There was no residual piece in the joint.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is confirmed by the attached picture, which shows the distal end of the tube tip broken off, and the spring came out. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. Per dfu-0255-eo - e. Inspection and maintenance - ii. The metal shafts of bendable devices become stressed and may crack or fracture with continuous bending. This condition indicates the device¿s end of life and must be replaced or discarded. Inspection prior to use should include verifying the shaft is free of cracks or fractures. The most likely cause for the reported failure can be attributed to wear and tear due to repeated use of the device in the field. Manufacturing date 2020.